Manufacturer narrative:
(B)(4). Gtin: unknown, lot/serial not provided. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date in (B)(6) 2000, an aortic valve replacement was performed and this 23mm sjm mechanical heart valve was implanted. The patient's post-operative course was uneventful. A pacemaker was reportedly implanted in 2015 and an echo was performed at that time was reported as no anomalies noted on the valve with good valve function. At a recent check-up in (B)(6) 2016, a high gradient (mean - 40mmhg, max - 72mmhg, blood flow velocity - 4.0cm/s) along with slower movement of the leaflet adjacent to the atrial septum was noted. As the patient is was asymptomatic, no surgery was immediately performed. Per report, a thoracic aortic aneurysm also was detected on imaging. In (B)(6) 2016, a redo avr was performed. At explant, it is reported both leaflets continued to exhibit limited mobility which was suspected to have been the result of pannus formation and/or thrombus. Per report, the patient was taking warfarin regularly but discontinued its use after a thyroid gland issue was found and had been on no anticoagulants.